Event description:
Approximately 2 years post-index procedure, the pt returned with angina. Angiography confirmed 0% stenosis in the lad and no thrombus. The d1 had 75% stenosis and a timi flow 3. The stenosis was treated with a taxus stent. There were no complications and the pt recovered. The report is from the study. The pt is a male with a history of hypertension, hypercholesterolemia, smoking, previous mi, previous CABG, unstable angina iib, and a family history of ischemic heart disease. The pt underwent a stenting procedure in 2006. The target lesion was a bifurcation of the 1st diagonal and the left anterior descending artery. The 1st diagonal (d1) had 80% stenosis. It was pre-dilated with a 2.5 x 15mm balloon at 10atm. A cypher was deployed at 12atm. The stent was post-dilated with a 3x12mm balloon at 14atm. A 2.5 x 15mm kissing balloon was inflated at 10atm. Angiography confirmed proximal and distal dissection of d1 after the use of the kissing balloon (non-cordis product). Final stenosis was 0% and timi flow was 3. Another cypher was deployed at 10atm in the mid d1 to cover diffuse disease. The dissection was treated with a driver 2.25 x 18mm. The proximal lad had 80% stenosis pre-procedure. Stenting of the lad was necessary for the type b dissection. A third cypher was deployed at 12atm and post dilated with a 3 x 12mm balloon at 12atm. A final kissing balloon (3 x 12mm, 10atm) was used. Final percentage stenosis was 0% and timi flow was 3.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-00959. Additional info will be submitted within 30 days of receipt.